Event description:
Customer reported patient stumbled during testing. Hospital personnel reportedly pressed the recovery button and the unit went faster. There was no reported patient injury. Investigation/conclusion: according to the customer, the user mistakenly pressed the excercise key instead of the recovery key.